Event description:
Info received indicates the right siderail will not lock into place.

Manufacturer narrative:
The tech found the siderail latch was sticking and lubricated the latch to repair the bed.